Event description:
Spontaneous call: call transferred from (B)(6) . Spoke with patient for ekit replacement consult. Patient used ekit on (B)(6) 2022 since one of the cassette was defective, cassette would not walk in both pumps, but she was able to successfully continue the infusion making a new cassette with the ekit. Felt a little tired after starting infusion, but no other side effects reported. Patient is at maintenance. Dose 75 nkm, 45 ml/24hr pump rate. Please ship one ekit replacement. Scheduled to arrive on 6/22/2022. Photographs were not provided. Set flow rate and volume delivered are unk. Position of the pump when arm occurred is unk. This is a continuous infusion. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; pt felt tired after starting infusion again; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; pat used the ekit and we are replacing the kit; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.